Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assemblies. No button error alarm could be verified due to the blank display. However, light moisture damage was noted at the keypad traces. The insulin pump was received with a corroded motor home switch, minor scratches on the display window and a corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump got wet and alarmed button error. Blood glucose value is unknown. Customer had already reverted to manual injections. The insulin pump would be replaced and returned for analysis.